Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during insertion of the impella cp the cannula was kinked just below the motor. Several unsuccessful attempts were made to straighten it out with flows being no higher than 1.5. The cp was explanted and a new cp successfully placed. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported product damage has been completed since the original report was filed. According to the clinical, while inserting the impella cp device, the cannula was kinked just below the motor. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the low flow was due to a cannula kink during insertion.